Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced abdominal bleeding. The patient was treated with transfusions of volume and blood products, and systemic heparin was withheld. The patient¿s family decided to withdraw care and he patient expired.

Manufacturer narrative:
The cause of the bleed was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.